Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated at that time.

Event description:
I was reported that this right ventricular (rv) lead exhibited out of range impedance and high capture threshold measurements, the lead was also explanted due to helix unable to retract. The lead was successfully replaced. No additional adverse patient effects.